Event description:
Customer reported that the insulin pump had a button error. Customer did not recall any significant event leading to the button error alarm. The blood glucose reading was 260 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.